Manufacturer narrative:
Section d4, primary UDI number: updated. Manufacturer's investigation conclusion: the reported event of an inaccurate backup battery expiring message displayed on the heartmate system monitor was confirmed through provided images. Provided information indicated that restarting the system monitor resolved the erroneous message displayed. The monitor remained in use until the scheduled transition to the heartmate touch device on (B)(6) 2024; to date the monitor has not been returned. A root cause for the reported event was not conclusively determined through this analysis. Although the system monitor was not returned for evaluation, a corrective and preventative action (CAPA) was opened to further investigate issues related to the system monitor atypical screen behavior. The device history records were reviewed and the records reveals that the heartmate system monitor, serial number (B)(6) , was manufactured in accordance with manufacturing and qa specifications. The heartmate power module instructions for use (rev. B) was available for use at the time of the event. Section 2 entitled ¿setting up the power module (pm) prior to use¿ covers set up and use of the system monitor with the power module. The heartmate 3 patient handbook (rev. D) was available for use at the time of the event and cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that system monitor showed the emergency backup battery (ebb) in the primary system controller needed to be replaced as it was expiring. However, when looking at the battery data it stated the battery expired in 33 months. The ebb was reseated, and self-test was done. The monitor was still showing the ebb expiring. Log files captured both of the times the ebb was reseated. Since the monitor was used was the old one, it was recommended to turn it off and wait about 15 seconds and let the capacitors discharge. The monitor was restarted and that resolved the issue. No equipment was exchanged.

Manufacturer narrative:
Section d4: expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.